Manufacturer narrative:
Device used for treatment, not diagnosis. Russell, g. Et al (2005) management of distal humerus fractures with mini fragment fixation, j trauma orthop 19: 474¿479. This report is for an unknown screw (2.7mm)/unknown quantity/unknown lot. Unknown part and lot number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: russell, g. Et al (2005) management of distal humerus fractures with mini fragment fixation, j trauma orthop 19: 474-479. Country of article: united states. This abstract presented the results of a prospective study of 24 patients with distal humerus fractures who were treated between september 1998 and january 2001. All patients were treated with mini fragment fixation for distal humerus fractures. There were 11 females and 13 males with an average age of 43 (range, 24-91) years. The purpose of the study was to describe a technique for stabilization of distal humerus fractures using mini fragment fixation based on 2.7-mm implants and to present the author's experience with this technique. The two plates tested for the mini fragment fixation were the reconstruction plates, 2.7-mm (synthes, (B)(4)) and the dynamic compression plates, 2.7-mm (synthes). All patients were followed until radiographic fracture union. Follow-up averaged 48.5 (range, 20-124) weeks. Complications: patient #1 - (B)(6) male, had ulnar nerve neuritis, screw breakage/loosening- treated by medial plate removal. This report is 1 of 7 for (B)(4). This report is for unknown screw (2.7mm), unknown quantity and unknown lot number.